Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed by the naked eye with no issue noted for the transfer set. Functional testing included leak testing, clear passage testing, and clamp function testing in which no issues were noted with the transfer set. The reported issue of leaking transfer set was not verified; there was no failure identified with the transfer set that caused or contributed to the reported condition. Visual/functional inspection identified the following additional defect: cracked mini cap. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extend life pd transfer set leaked. This occurred during patient use. The location of the leak was identified between the minicap and the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.